Event description:
Complainant is 76 years old with a pacemaker. He was interested in buying a house with a transformer in front so he called the firm. At first they told him that it was no problem, but after he told them his pacemaker and lead number the person on the phone told him he had a defective lead. He never received notification about the defect from the co or healthcare organization. Consumer has a lawyer. Was interested in the classaction suite against MFR.